Manufacturer narrative:
It was reported that the table is allegedly leveling out unevenly and is rocking side to side. There is also fluid leaking from the base of the table. The source of the leak is unknown. The tilt cylinder was found to be leaking at the seal/hollow bolts. The stryker field service technician tightened down the connection at this junction, refilled oil, and cycle tested the table to confirm this resolved the issue. There is no confirmation how this junction started to leak. The root cause could be unapproved or poor servicing. There was no patient involvement and no adverse event reported to have occurred.

Event description:
It was reported that the table is allegedly leveling out unevenly and is rocking side to side. There was no patient involvement and no adverse event reported to have occurred.